Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose levels were elevated (597 mg/dl) with low ketones. Customer reported a bacterial infection for the past 4-5 days and was unable to keep blood sugars under control using correction boluses. During troubleshooting with tandem customer technical support, the pump performed as intended. Customer changed out cartridge, infusion set, and infusion set to address the issue.